Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a customer's case worker that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 18 mg/dl at the time of the incident. The case worker reported that the customer's pump delivered all the insulin in the reservoir into the customer resulting in the extreme low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the case worker did not have the pump available. The insulin pump will not be returned for analysis.